Event description:
A malfunction alarm, identified by code malf 12, was reported by the customer. It is unknown if there was any adverse impact on the customer's blood glucose levels as they declined to answer. Technical support assisted the customer in resetting the pump, but the malfunction persisted, leading to the decision to replace the pump. The customer was instructed to use multiple daily injections as backup therapy and understood the procedures for returning the existing pump using a pre-paid label.